Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positives have increased a little recently."

Manufacturer narrative:
H.6. Investigation: this complaint alleges a false positive issue on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report an increase in false positive cultures detected. A field service engineer (fse) was dispatched to complete preventative maintenance on the instrument and ensure the instrument was functioning as expected. The fse found no issues with the instrument. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of august. The upper control limit was not breached, and trends were not identified associated with this defect. CAPA is not required as no trends were identified, and this complaint is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positives have increased a little recently"